Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the blue sureform 45 reload for failure analysis evaluation. However, isi received the sureform 45 stapler instrument. A visual inspection stapler instrument displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue sureform 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional. A review of the stapler log showed the sureform 45 stapler instrument (lot #k12240219-0263) was installed on the system 8 times and successfully fired 8 blue reloads. After the 8th fire, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the patient experienced bleeding from the staple line on the stomach and bowel. The bleeding occurred after using the sureform 45 stapler instrument with blue sureform 45 reloads while resecting stomach and intestine tissue. The amount of bleeding is unknown; however, the patient did not require a transfusion of blood products and the bleeding was resolved using bipolar energy around the staple line. There were no holes/gaps observed within the staple line. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws and the surgeon did not fire over an existing staple line. According to the surgeon, the cause of the event is unknown. The procedure was completed robotically and there were no post-operative complications.